Event description:
Information was received from a healthcare provider (hcp) and a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. The hcp stated that the patient¿s pump was currently alarming, and it had been for the last few weeks. There were no current alerts indicating an alarm. The hcp put the patient on speaker phone, and he described/stated that the non-critical alarm was sounding first and then the critical alarm started a few weeks ago. The hcp reviewed the logs from that time period and stated that the patient had an empty reservoir alarm around that time. It was reviewed that the alarm may need to be silenced manually with the new software. The hcp had already updated the pump a few minutes earlier. It was explained that a second update might clear it as well. The agent had the hcp review the home screen and there was no active alarm alert. The hcp and the patient stated that alarm was ¿sounding every 10 minutes at the 1's.¿ the hcp and the patient held on the phone until the next time for the alarm to sound, it passed, and neither the hcp or the patient heard the alarm so it appeared that the previous update had silenced the alarm.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.